Event description:
Mattress from gaymar has failed to provide pressure relief for ICU patients. Mattresses involved: (B)(4). Mattresses purchased in 2005. At least 50 pts have developed pressure sores in ICU since 2005. The gel material inside mattress cover has lost ability to recover and does not provide pressure relief. Dates of use: 2005 - present. Event abated after use: yes.